Event description:
It was reported that the device failed flow rate test during testing. No patient injury was reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device physical condition and tamper seal was all intact upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was duplicated during the investigation as the pump was found to be over delivering to manufacturing specifications. Root cause of the reported event is unknown. The expulsor assembly was trimmed to meet manufacturing specifications for accuracy. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified a previous repair in last year, but those repairs would not have impacted delivery accuracy., corrected data: d4: correction: model number: 2120, h4: correction: device manufacture date: updated.